Manufacturer narrative:
Evaluation results - (other): a cartridge lot number search was performed and no similar complaints were found.

Event description:
The reporter stated the tip of an mtc-60c fp cartridge was very tight and was tearing the lens while loading, and when advancing the lens upon implant.